Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion in the mildly tortuous proximal lad. The system was advanced into the vessel and dilated. After device was removed from the vessel, no stent was seen on the angiogram. The device was inspected, and the stent was found on the stylet on the table. An other stent was used.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the balloon has been inflated. In the as-returned state the balloon was fully deflated. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned separately on the transportation wire with about 2 mm of the stent inside the protector cap. The stent is severely deformed (i.e. Elongated) in its center. The protector cap shows two small indentations about 40 mm and about 53 mm proximal to its distal end. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the reported event is most likely related to the handling during the preparations for the intervention (i.e. Improper removal of the stent protector). Please note that, according to the IFU, the user is advised to pull at the very distal end of the protector to avoid dislocation of the stent when removing the stent protector.